Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A correction to b5 was made and should be: the manufacturer previously reported an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged black debris in the humidifier chamber. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found evidence of dirt/dust contamination in the air inlet path of the bipap and in sd card slot. Device emits odor associated with tobacco/nicotine contamination. The manufacturer visually inspected the device internally and found dust/dirt contamination, white colored contaminant . The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of dirt/dust contamination. In initial report, section a1, e1, h9, h2 and h3 were wrongly captured, corrected and updated in this report. Section h6 were updated in this report.